Event description:
The report stated that following a gynecological procedure, the pt went home and 2 days later entered the hospital reporting burns on both buttocks. The pt had some blistering which broke. It was characterized as a 3rd degree burn. Treatment was believed to be silvadene cream only. The injury is the shape of a horseshoe, which the risk manager believes may be from pooling of fluids. The settings of the generator during the case were 50 coag/60 cut. Nothing was noticed directly after surgery. Legs were in the lithotomy position. The pt return electrode was on the inner thigh. The pt is also reporting a red area on the right inner thigh, which could be a 1st degree burn, but it has not been evaluated or treated. The generator was tested by clinical engineering at the site and was found to have an abnormality in the blend mode when on a middle power setting that caused an unusual alarm. Blend mode was reportedly not used in this procedure.

Manufacturer narrative:
The incident generator has been received and is under evaluation. When the investigation is complete, a follow-up report will be sent.